Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). The physician found that the velocity had unraveled at the hub. No further information has been provided.